Event description:
It was reported that pump experienced malfunction alarm with code that could be reset and no events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction, and was advised to continue using pump and to call back if problem happened again, which customer acknowledged and understood.